Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient(age & gender unknown), the electrode pads moved/slid on the chest area and would not adhere to the patient's skin during CPR compressions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. The complainant was contacted and indicated that the electrode pads were discarded after use. The lot number of the electrode pads is not known, therefore no retained sample testing can be performed. Analysis of reports of this type has not identified an increase in trend.